Event description:
Customer reported images are covered over with other images. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software and config files. System operates as intended. This MDR is related to ge healthcare.